Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label fading and minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 700 mg/dl. Customer's other blood glucose value was unknown. The customer experienced symptoms such as nausea. The customer was treated with manual injection and insulin pump. The customer was wearing the insulin pump during the hospitalization. The device will be returned for analysis.